Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found burning and melting of the plastic distal end cover at the forceps port. Additional findings were as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up and down knob was out of the standard value; adhesive on a-rubber has a chip and a crack; adhesive on the bending section cover (a-rubber) had a white-clouded area; adhesive around the objective lens was peeled; adhesive around the light guide lens was peeled; due to damage on the scope connector, a noise image occurred; protector of the universal cord on the control section side had a scratch; protector of the universal cord on the scope connector side had a scratch; connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Reprocessing survey info: - was the device cleaned, disinfected, and sterilized before being sent to olympus? - yes - was there a delay in the start of pre-cleaning? ¿ unknown. - did the customer flush the air/water nozzle with water and air? - yes. - were there any abnormalities in the accessories used for reprocessing? ¿ no. - was the air/water nozzle wiped/brushed with clean lint free cloths, brushes, or sponges? ¿ yes. - did the customer flush the air/water nozzle / channel with the detergent solution? - yes. Olympus will continue to monitor field performance for this device.